Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an epidural abscess after the trial lead was explanted which required neurosurgical decompression and removal. It was stated no diagnostic testing or troubleshooting was required. It was noted the patient had pain at their lead location.